Event description:
It was reported that the actual pressure was exceeding the settings. They usual set up for settings(40 mmhg), but the pumps inflated the pressure over 180 mmhg. The patient received damage to joint capsule due to high pressure. There was no backup device available, they had to use gravity inflow without using the control unit.

Manufacturer narrative:
Investigator was unable to perform visual inspection and functional testing since the complained device was not returned to the designated complaint unit for independent evaluation no information concerning any interventional treatment or adverse patient outcome has been provided. A thorough clinical analysis cannot be rendered based on the limited clinical details provided. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and cosmetic scratches were observed on lid. Complaint of over-pressurization was not confirmed. Product passed 2 hours on the wet test station but failed functional testing with both transducers p1 and p2 failed raw output readings. Specs are 0.0mmhg +/- 15mmhg. Both transducers read 24.0mmhg. Cause of test failures are defective transducers p1. Product passed functional testing with two known good transducers installed. The complaint of over-pressurization was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. It was communicated that no interventional or additional treatment was provided.